Event description:
It was reported that a patient underwent an initial surgery on an unknown date due to osteolysis. Subsequently, the patient was revised due to unknown reason on (B)(6) 2016. The cutting wing on the reamer broke off while reaming the femoral tunnel. The reamer was no longer functional. Surgeon removed the broken piece from the joint. New reamer was opened and the surgery was completed.